Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
82-6636 was not included on the initial medwatch as the 2nd concomitant device.

Event description:
The patient had a microsensor probe inserted & the readings started at 3 and rose slowly to 80. Drug therapy was administered between 60-70, which meant the patient was hyperventilated & remained unconscious. Once readings got to 150-200, they changed the monitor and scanned the patient. Readings then returned to normal levels and ongoing patient treatment was resumed. The icp monitor with express cable has been sent back to elsg for repair.

Manufacturer narrative:
The supplier in (B)(4) completed this evaluation; the supplier was contacted and requested to provide the evaluation/repair report for the last evaluation/repair performed to the icp express unit p/n 82-6635; s/n (B)(4). This unit was received by the supplier for evaluation and repair on april 08, 2014. The following information was provided by the supplier: no accessories sent (no icp express cable returned). Description of failure: monitor intermittently resets. Battery was charged. Battery charging condition and charger circuit checked. Analog board defective: refurbished. Damaged case replaced. Label/overlay replaced. Physical damaged front panel replaced. Electrical defective front panel replaced. Missing material renewed. Functional test performed. Electrical safety test completed. Functional test completed. Unit cleaned. 24-hour continuous test completed. Unit calibrated newly. Safety test checklist enclosed. Evaluation and repair was completed by the supplier- (B)(4) on april 22, 2014. Note that the manufacturing date for this icp express unit is july 14, 1998. Therefore, this unit has been in service for approximately sixteen years. The cause(s) of the damages and the difficulty reported by the customer could not be determined. The microsensor and the icp express cable were not returned serial and lot numbers are not available; therefore the evaluation could not be performed. This complaint is considered closed at this time. If any of these three products become available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints.